Event description:
During surgery, attending surgeon asked certified registered nurse anesthetist to insert a ng tube. When ng was inserted and passed, it entered the abdomen next to the esophagus instead of in it. Endoscopy physician was called immediately from or and physician performed egd finding that the ng tube had perforated the posterior pharynx and dissecting along the esophagus to the abdomen.